Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files showed that 16 injections were performed with the balloon catheter on the date of the event. System notices indicating that the refrigerant delivery path was obstructed (#50012) on the applications and the safety system detected fluid in the catheter and stopped the injection (#50005) was triggered after catheter connection to the console. A performance test could not be performed due to persistent system notice of #50005. Dissection/ pressure testing showed a guide wire lumen kink, twist and breach 1.92 inches proximal from the catheter tip. Inconclusion, system notices indicating that the refrigerant delivery path was obstructed (#50012) and the safety system detected fluid in the catheter and stopped the injection (#50005) were confirmed through testing. The catheter failed the returned product inspection due to a guide wire lumen twist and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter was replaced. The case was completed with cryo. The catheter was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.